Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the medium-large clip applier instrument, but it has been requested to be returned for analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 98 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage and subsequent medical intervention. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, the medium-large clip applier had non-intuitive motion. The customer noted the jaw of the instrument was bent after installing on the arm. The customer replaced the instrument with a back-up instrument and resolved the issue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer (the surgeon and a nurse) on 08-oct-2021 and obtained additional information. The instrument was inspected prior to use and there were no issue identified at that time. It was noted that when trying to clip, the wrist "got bent unexpectedly." The unexpected movement occurred several times. When the issue occurred, they attempted to re-attach the sterile adapter and checked the drape, but the issue persisted. A back-up instrument was used and the procedure was able to be completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed, and the instrument did not exhibit any issues loading the clip nor performing the clip test. The instrument was fully functional. There was no problem detected.